Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation. The customer's report was duplicated and attributted to corrupted bootloader software on the cpu board. The cpu board was replaced and repaired. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.